Event description:
Boston scientific received information via the patient's remote monitoring system that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high, out of range shock lead impedance measurements. The patient was seen in-clinic and the shock lead impedance was tested several times without any out of range measurements. As of today the physician has elected to monitor the issue. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.